Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the plan task of a sacroiliac and thoracolumbar procedure that there were blank trajectory and orthogonal views. When the exam was transferred from imaging system to the navigation system, and they went to plan the screw placement, the trajectory 1 and 2 and the three orthogonal views (axial, sagittal, coronal) were blank. The synthetic ap and later were available. The site rebooted the system with no resolve and then called into technical services (ts). Ts had them delete the patient from the navigation system and push the exam from the imaging system again. After doing that, the issue was resolved. This caused a 30 minute delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information. Software logs were reviewed but provided insufficient information to determine root cause of the reported behavior, unable to determine probable cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: a manufacturer representative confirmed he was able to see the synthetic ap/lateral views.